Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with noise over-sensing and inappropriate mode switch episodes from their atrial lead. No intervention was performed and patient will continue to be monitored. Patient condition after the event was stable.